Event description:
Type iii endoleak from stent graft. Abdominal exploration with primary closure of aaa. Pt decompensated with active bleeding. Abdomen opened and aaa sac inspected. Found to have blood coming through endologix fabric.